Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator replacement. During the procedure, a plasma blade was used and the pacemaker went into lockout mode resulting in a pause with no pacing. The device was explanted and replaced. Patient was stable.